Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was found partially deployed. Detailed examination show the transparent catheter at the tip appearing to have been damaged by crushing which leads to confirmed results. Also, a provided photo depicts the operator holding the distal end of the device showing the tip which visibly seeming to have been crushed. Based on evaluation of the provided photos and the returned sample, the investigation is closed with confirmed results. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to device warnings, the instructions for use states "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the tip of the delivery system of the stent was allegedly found to be damaged upon unpacking. The procedure was completed using another device. There was no patient contact.